Event description:
A customer contacted baxter's technical service center and requested assistance with set up on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) as the hp stated during prime she noticed two unused lines were not clamped. The tsr explained the potential compromise to the setup. The hp understood and would start over using new supplies. There was no patient injury or medical intervention reported. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was not aware of the patient's user error; however, the patient has been to the clinic since this event. The patient has resumed therapy successfully and did not report any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report was for a use error as the patient had a clamp open on an unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Therefore, the reported condition was not confirmed. The cause of the report is use error. Label review was performed and found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.